Manufacturer narrative:
(B)(4). Physio-control advised the customer that based on the battery lot code provided that the battery was manufactured in 2011 and was approximately 7 years old. The lifepak 500 operating instructions state "after the five year date, we recommend that the battery be discarded and not used¿. Physio-control provided the customer with the part number for a replacement battery and therapy electrodes. Neither the customer's device nor the battery were returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the battery and service icons are displayed and their device will not power on. There was no patient use associated with the reported event.